Manufacturer narrative:
The technician found missing screws for the uprights and for the latch. The technician replaced the screws to repair the bed.

Event description:
Information received indicates the left siderail will not latch.